Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced brown thread of fabric stuck to the adhesive of her infusion set that was intact upon open the sterile package on (B)(6) 2026. No further information available.